Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during surgery, after the screws and plates were implanted but prior to closing up the surgical site, the screws started backing out, and the 3d implant ended up breaking in half. The surgeon was unable to complete the procedure.

Manufacturer narrative:
The complained plate was returned for investigation and it could be determined that it shows no breakage but significant signs of usage and bending. The initially reported breakage was corrected via statement of the local responsible that stated that no breakage occurred in the reported case. This could be confirmed as the plate is intact apart from the mentioned signs of usage. A confirmation of the reported fixation problem of the plate is not applicable since the reported fixation issue is attributed to the complained screws and not enough information could be provided to specify the reported event. However, it could be determined that the complained plate is not intended to be used with 1.7 mm diameter screws that were used in the reported case. This circumstance could possibly contribute to the reported fixation issue. In general, the usage of stryker implants along with products of other manufacturer as reported in the event is not recommended according to the applicable instructions for use. Due to the fact that the complained stryker implants were used in combination with a non-stryker implant the usage of the complained stryker products is considered as an off-label use. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported that during surgery, after the screws and plates were implanted but prior to closing up the surgical site, the screws started backing out, and the 3d implant ended up breaking in half. The surgeon was unable to complete the procedure.